Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain/pain/pelvic area pain-severe"), genital haemorrhage ("abnormal bleeding (general)/excessive bleeding") and pregnancy with contraceptive device ("pregnancy (with complications)") in a 26-year-old female patient (gravida 5, para 5) who had essure (batch no. B04948) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in (B)(6) 2014 and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4, live birth in 2008, live birth in 2009, live birth on (B)(6) 2011, live birth on (B)(6) 2013, drug overdose and depression. Previously administered products included for an unreported indication: promethazine and depo shot from 2009 to 2013. Past adverse reactions to the above products included hypersensitivity with promethazine. Concurrent conditions included overweight and asthma. Family history included diabetes (mother, brother, maternal grandmother, maternal grandfather, paternal grandmother, paternal grandfather)), heart disease, unspecified (mother), thyroid disorder (mother), fibromyalgia (mother), hyperlipidemia (mother), migraine (mother), stroke (mother), thyroid disorder (mother), osteoporosis (maternal grandmother, mother), breast cancer (paternal aunt), cervical cancer (paternal aunt) and seizures (son). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("excessive/abnormal bleeding during menstruation/menorrhagia"), vaginal haemorrhage ("vaginal bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine") and nausea ("nausea"). In (B)(6) 2013, the patient experienced dermatitis allergic ("allergic or hypersensitive reaction-rashes") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced weight increased ("weight gain"). In (B)(6) 2013, the patient experienced mental disorder ("psychological or psychiatric problems"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("urinary problems"). In 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, 2 years 6 months after insertion of essure, the patient experienced premature labour ("pregnancy (with complications)/pre-labor contractions"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), insomnia ("insomnia"), female sex hormone level abnormal ("hormonal changes") and headache ("headaches"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with ibuprofen, topiramate (topamax), alprazolam (xanax), paracetamol (acetaminophen), naproxen, diclofenac, quetiapine (seroquel), tramadol, citalopram hydrobromide (celexa), temazepam (restoril), oxycocet (percocet) and surgery (underwent total hysterectomy and bilateral salphingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved, the genital haemorrhage was resolving and the pregnancy with contraceptive device, menorrhagia, insomnia, mental disorder, vaginal haemorrhage, dermatitis allergic, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, alopecia, migraine, nausea, vaginal discharge, weight increased, female sex hormone level abnormal, premature labour and headache outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, female sex hormone level abnormal, female sexual dysfunction, genital haemorrhage, headache, insomnia, menorrhagia, mental disorder, migraine, nausea, pelvic pain, pregnancy with contraceptive device, premature labour, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. In (B)(6) 2013, balloon test revealed total bilateral occlusion. On (B)(6) 2017, findings revealed av uterus sounded to 9 cm; grade 1 uterine descent; nml vulva and vagina; nml bilateral ovaries, nml fallopian tubes with apparent intact essure implants, minimal filmy posterior uterine wall adhesion to posterior cul-de-sac, normal anterior cul-de-sac; no foci of endometriosis visualized; nml appendix and nml liver visualized. Specimen: uterus with cervix and bilateral fallopian tubes with essure implants in situ. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain/pain/pelvic area pain-severe"), genital haemorrhage ("abnormal bleeding (general)/ excessive bleeding") and pregnancy with contraceptive device ("pregnancy (with complications)") in a (B)(6) year-old female patient (gravida 5, para 5) who had essure (batch no. B04948) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in (B)(6) 2014 and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4, live birth in (B)(6), live birth in (B)(6), live birth on (B)(6), live birth on (B)(6), drug overdose and depression. Previously administered products included for an unreported indication: promethazine and depo shot from 2009 to 2013. Past adverse reactions to the above products included hypersensitivity with promethazine. Concurrent conditions included overweight and asthma. Family history included diabetes (mother, brother, maternal grandmother, maternal grandfather, paternal grandmother, paternal grandfather)), heart disease, unspecified (mother), thyroid disorder (mother), fibromyalgia (mother), hyperlipidemia (mother), migraine (mother), stroke (mother), thyroid disorder (mother), osteoporosis (maternal grandmother, mother), breast cancer (paternal aunt), cervical cancer (paternal aunt) and seizures (son). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("excessive/ abnormal bleeding during menstruation/ menorrhagia"), vaginal haemorrhage ("vaginal bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine") and nausea ("nausea"). In (B)(6) 2013, the patient experienced dermatitis allergic ("allergic or hypersensitive reaction-rashes") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced weight increased ("weight gain"). In (B)(6) 2013, the patient experienced mental disorder ("psychological or psychiatric problems"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("urinary problems"). In 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, 2 years 6 months after insertion of essure, the patient experienced premature labour ("pregnancy (with complications)/ pre-labor contractions"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), insomnia ("insomnia"), female sex hormone level abnormal ("hormonal changes") and headache ("headaches"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with ibuprofen, topiramate (topamax), alprazolam (xanax), paracetamol (acetaminophen), naproxen, diclofenac, quetiapine (seroquel), tramadol, citalopram hydrobromide (celexa), temazepam (restoril), oxycocet (percocet) and surgery (underwent total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved, the genital haemorrhage was resolving and the pregnancy with contraceptive device, menorrhagia, insomnia, mental disorder, vaginal haemorrhage, dermatitis allergic, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, alopecia, migraine, nausea, vaginal discharge, weight increased, female sex hormone level abnormal, premature labour and headache outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, female sex hormone level abnormal, female sexual dysfunction, genital haemorrhage, headache, insomnia, menorrhagia, mental disorder, migraine, nausea, pelvic pain, pregnancy with contraceptive device, premature labour, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. In (B)(6) 2013, balloon test revealed total bilateral occlusion. On (B)(6) 2017, findings revealed av uterus sounded to 9 cm; grade 1 uterine descent; nml vulva and vagina; nml bilateral ovaries, nml fallopian tubes with apparent intact essure implants, minimal filmy posterior uterine wall adhesion to posterior cul-de-sac, normal anterior cul-de-sac; no foci of endometriosis visualized; nml appendix and nml liver visualized. Specimen: uterus with cervix and bilateral fallopian tubes with essure implants in situ. Most recent follow-up information incorporated above includes: on 24-jan-2018: new events added - psychological or psychiatric problems, vaginal bleeding, abnormal bleeding (general)/ excessive bleeding, allergic or hypersensitive reaction-rashes, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, urinary problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), failure to occlude (close) fallopian tube(s), hair loss, migraine /headaches, nausea, vaginal discharge, weight gain, hormonal changes, pregnancy (with complications)/ pre-labor contractions, pregnancy (with complications) and device ineffective. Historical conditions, historical drugs, lot no, concomitant conditions, concomitant drugs and lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device - location of device"), pelvic pain ("chronic pain/pain/pelvic area pain-severe"), genital haemorrhage ("abnormal bleeding (general)/excessive bleeding") and pregnancy with contraceptive device ("pregnancy (with complications)") in a 26-year-old female patient (gravida 5, para 5) who had essure (batch no. B04948) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in (B)(6) 2014 and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4, live birth in 2008, live birth in 2009, live birth on (B)(6) 2011, live birth on (B)(6) 2013, drug overdose and depression. Previously administered products included for an unreported indication: promethazine and depo shot from 2009 to 2013. Past adverse reactions to the above products included hypersensitivity with promethazine. Concurrent conditions included overweight and asthma. Family history included diabetes (mother, brother, maternal grandmother, maternal grandfather, paternal grandmother, paternal grandfather)), heart disease, unspecified (mother), thyroid disorder (mother), fibromyalgia (mother), hyperlipidemia (mother), migraine (mother), stroke (mother), thyroid disorder (mother), osteoporosis (maternal grandmother, mother), breast cancer (paternal aunt), cervical cancer (paternal aunt) and seizures (son). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("excessive/abnormal bleeding during menstruation/menorrhagia"), vaginal haemorrhage ("vaginal bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine") and nausea ("nausea"). In (B)(6) 2013, the patient experienced dermatitis allergic ("allergic or hypersensitive reaction-rashes") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced weight increased ("weight gain"). In (B)(6) 2013, the patient experienced mental disorder ("psychological or psychiatric problems"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("urinary problems"). In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, 2 years 6 months after insertion of essure, the patient experienced premature labour ("pregnancy (with complications)/pre-labor contractions"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), insomnia ("insomnia"), female sex hormone level abnormal ("hormonal changes") and headache ("headaches"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with ibuprofen, topiramate (topamax), alprazolam (xanax), paracetamol (acetaminophen), naproxen, diclofenac, quetiapine (seroquel), tramadol, citalopram hydrobromide (celexa), temazepam (restoril), oxycocet (percocet), surgery (surgery) and surgery (underwent total hysterectomy and bilateral salphingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device, menorrhagia, insomnia, mental disorder, vaginal haemorrhage, dermatitis allergic, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, alopecia, migraine, nausea, vaginal discharge, weight increased, female sex hormone level abnormal, premature labour and headache outcome was unknown, the pelvic pain had resolved and the genital haemorrhage was resolving. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, bladder disorder, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, female sex hormone level abnormal, female sexual dysfunction, genital haemorrhage, headache, insomnia, menorrhagia, mental disorder, migraine, nausea, pelvic pain, pregnancy with contraceptive device, premature labour, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. In (B)(6) 2013, balloon test revealed total bilateral occlusion. On (B)(6) 2017, findings revealed av uterus sounded to 9 cm; grade 1 uterine descent; nml vulva and vagina; nml bilateral ovaries, nml fallopian tubes with apparent intact essure implants, minimal filmy posterior uterine wall adhesion to posterior cul-de-sac, normal anterior cul-de-sac; no foci of endometriosis visualized; nml appendix and nml liver visualized. Specimen: uterus with cervix and bilateral fallopian tubes with essure implants in situ. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2018: pfs received. Added event malposition of essure device. Updated onset date. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device - location of device within the tubes"), premature labour ("pregnancy (with complications)/pre-labor contractions"), pelvic pain ("chronic pain/pain/pelvic area pain-severe"), genital haemorrhage ("abnormal bleeding (general)/excessive bleeding") and pregnancy with contraceptive device ("pregnancy (with complications)") in a 26-year-old female patient who had essure (batch no. B04948) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in june 2014 and device ineffective "device ineffective". The patient's medical history included multigravida, parity 4, live birth in 2008, live birth in 2009, live birth on (B)(6)2011 , live birth on (B)(6)2013 , drug overdose and depression. Previously administered products included for an unreported indication: promethazine and depo shot from 2009 to 2013. Past adverse reactions to the above products included hypersensitivity with promethazine. Concurrent conditions included overweight and asthma. Family history included diabetes (mother, brother, maternal grandmother, maternal grandfather, paternal grandmother, paternal grandfather)), heart disease, unspecified (mother), thyroid disorder (mother), fibromyalgia (mother), hyperlipidemia (mother), migraine (mother), stroke (mother), thyroid disorder (mother), osteoporosis (maternal grandmother, mother), breast cancer (paternal aunt), cervical cancer (paternal aunt) and seizures (son). On (B)(6)2013 , the patient had essure inserted. In august 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("excessive/abnormal bleeding during menstruation/menorrhagia"), vaginal haemorrhage ("vaginal bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine") and nausea ("nausea"). In september 2013, the patient experienced dermatitis allergic ("allergic or hypersensitive reaction-rashes") and dysmenorrhoea ("dysmenorrhea (cramping)"). In october 2013, the patient was found to have weight increased ("weight gain"). In november 2013, the patient experienced mental disorder ("psychological or psychiatric problems"). In december 2013, the patient experienced vaginal discharge ("vaginal discharge"). In march 2014, the patient experienced alopecia ("hair loss"). In may 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("urinary problems"). In july 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6)2016 , the patient experienced premature labour (seriousness criteria medically significant and intervention required), 2 years 6 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), insomnia ("insomnia"), headache ("headaches"), rash ("allergic or hypersensitivity reaction type: rashes"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety") and was found to have female sex hormone level abnormal ("hormonal changes"). The patient was treated with alprazolam (xanax), diclofenac, ibuprofen, naproxen, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), quetiapine fumarate (seroquel), topiramate (topamax), tramadol, , and surgery (underwent total hysterectomy and bilateral salphingectomy). Essure was removed on (B)(6)2017 . At the time of the report, the device dislocation, premature labour, pregnancy with contraceptive device, menorrhagia, insomnia, mental disorder, vaginal haemorrhage, dermatitis allergic, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, alopecia, migraine, nausea, vaginal discharge, weight increased, female sex hormone level abnormal, headache, rash, depression and anxiety outcome was unknown, the pelvic pain had resolved and the genital haemorrhage was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, anxiety, bladder disorder, depression, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, female sex hormone level abnormal, female sexual dysfunction, genital haemorrhage, headache, insomnia, menorrhagia, mental disorder, migraine, nausea, pelvic pain, pregnancy with contraceptive device, premature labour, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Pathology test - on (B)(6)2017 : findings revealed av uterus sounded to 9 cm; grade 1 uterine descent; nml vulva and vagina; nml bilateral ovaries, nml fallopian tubes with apparent intact essure implants, minimal filmy posterior uterine wall adhesion to posterior cul-de-sac, normal anterior cul-de-sac; no foci of endometriosis visualized; nml appendix and nml liver visualized. Specimen: uterus with cervix and bilateral fallopian tubes with essure implants in situ.findings revealed av uterus sounded to 9 cm; grade 1 uterine descent; nml vulva and vagina; nml bilateral ovaries, nml fallopian tubes with apparent intact essure implants, minimal filmy posterior uterine wall adhesion to posterior cul-de-sac, normal anterior cul-de-sac; no foci of endometriosis visualized; nml appendix and nml liver visualized. Specimen: uterus with cervix and bilateral fallopian tubes with essure implants in situ.findings revealed av uterus sounded to 9 cm; grade 1 uterine descent; nml vulva and vagina; nml bilateral ovaries, nml fallopian tubes with apparent intact essure implants, minimal filmy posterior uterine wall adhesion to posterior cul-de-sac, normal anterior cul-de-sac; no foci of endometriosis visualized; nml appendix and nml liver visualized. Specimen: uterus with cervix and bilateral fallopian tubes with essure implants in situ.. In nov-2013, balloon test revealed total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6)2018 : plaintiff fact sheet received. Events depression , anxiety & rash were added. Historical . Concomitant drugs , conditions were added. Product, patient & reporter information updated. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive/abnormal bleeding during menstruation") and insomnia ("insomnia"). The patient was treated with surgery (underwent total hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia and insomnia outcome was unknown. The reporter considered insomnia, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 13-jul-2017: product stop date added, the events excessive/abnormal bleeding during menstruation, chronic pain, and insomnia were added. The injuries previous reported was deleted. On or about (B)(6) 2017, she underwent a total hysterectomy. Product indication added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.